Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab "would not inflate" is not confirmed. Although, the root cause of the complaint is undetermined the returned iab bladder was fully intact with no damage noted. The returned iab passed visual and functional test specifications. No further action required.

Event description:
It was reported via the call hot line. The charge nurse called the clinical support specialist (css) who was made aware of an event that occurred during the night shift therefore the charge nurse in surgical intensive care unit (sicu), has no patient information other than the patient is no longer on the intra-aortic balloon pump (iabp). The patient is stable with no complications. His "third hand "report is that the surgeon removed the intra-aortic balloon (iab) because it "was not inflating properly when inserted in the operating room. They attempted to connect the iab to the pump and pump the iab outside of the patient after removal and it would not inflate. The css discussed why this would not work, and can't be judged as a "test" for iab performance. The charge nurse stated that the iab will be returned. As stated in the report the patient was stable with no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via the call hot line. The charge nurse called the clinical support specialist (css) who was made aware of an event that occurred during the night shift therefore the charge nurse in surgical intensive care unit (sicu), has no patient information other than the patient is no longer on the intra-aortic balloon pump (iabp). The patient is stable with no complications. His "third hand "report is that the surgeon removed the intra-aortic balloon (iab) because it "was not inflating properly when inserted in the operating room. They attempted to connect the iab to the pump and pump the iab outside of the patient after removal and it would not inflate. The css discussed why this would not work, and can't be judged as a "test" for iab performance. The charge nurse stated that the iab will be returned. As stated in the report the patient was stable with no complications.